Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon. Per follow up received via email on 25sep2021, customer stated that a surgical intervention was planned via ultrasound guided suprapubic aspiration. However, the patient was too unstable for the procedure and transferred to a hospice center with the foley in place. Computed tomography showed balloon present within the posterior aspect of the bladder and bladder decompressed. Customer also stated that the surgery was cancelled.